Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms. Air in line were verified through a review of the event history log and found to be caused by an out of specification ultrasonic sensor. The ultrasonic sensor was recalibrated to correct this condition. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device will not restart after occlusion which was not reproduced during evaluation. The device not restarting after occlusion was not verified through a review of the event history log. Review of the event history log found each "downstream occlusion!" Is followed by "pump run - auto-restart". Evaluation found the force sensor values to be out of specification. The force sensor was recalibrated to correct the condition. The device was received, and an evaluation is complete.  Service evaluation observed a delayed keypad response. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause was identified to be a failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line alarm and would not restart after occlusion. There was no patient involvement. During evaluation of the returned spectrum infusion pump, the device experienced a delayed keypad response. No additional information is available.